Manufacturer narrative:
Our investigation into the complaint has now concluded. A relationship between the reported incident and the product could not be established. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. At the time of its release, this lot underwent adhesion tests and was found to perform within specification. On this occasion we have been unable to determine a definitive root cause for the reported problem. Of the returned samples, 10 dressings were evaluated. Each of the 10 dressings was found to adhere to the skin as expected. Low adhesion was not experienced with any of the samples. We are unable to determine a definitive root cause for the reported problem as the returned samples met specifications and performed as expected. The instructions for use for this product states: ¿for dressing use: (1) clean and thoroughly dry the application area in accordance with normal procedures. (2) place the dressing on the catheter hub and adhere the dressing to the patient's skin ensuring minimal creasing of the product. Precautions for use: if the dressing detaches, evaluate to ensure proper catheter placement then apply a new dressing.¿ the instructions for use must be carefully followed to ensure safe and proper use.

Event description:
It was reported that the IV needle fell out because it did not stick enough. No patient injuries were reported.